Event description:
It was reported that while connected to a patient the pacing rate of the external pulse generator changed, causing the patient to go into a dangerous rhythm. The generator was disconnected and the patient returned to a normal rhythm. It was also reported the device rate and output had shot up during connection to the patient. During testing the situation recurred and the output parameters were unchangeable. The generator was replaced and returned for service. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Interconnect flex is out of electrical specification. Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. This analysis found high resistance at connection between the flex assembly and a connector on the main pcb.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Interconnect flex is out of electrical specification.